Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer four did not open. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet had fallen out of the latch for the enhanced full height drawer 4. A field service engineer replaced the latch to resolve the issue. The customer successfully recovered the system and completed testing to confirm functionality. The system functioned as intended after the field service engineer repaired the device.